Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate the reported freezing failure. However physio observed the reported event code in the memory and cleared it successfully. Physio reloaded the device software and confirmed proper device operation through functional and performance testing before returning it to the customer for use. A conclusive cause of the reported device freezing issue was not determined.

Event description:
It was reported that the device froze while being used on a patient. The user power cycled the device and normal operation was restored after a delay of over one minute. Thereafter, the device was reported to illuminate the service light and log an event code in the memory. There was no report of adverse effect to the patient as a result of the device use.